Event description:
It was reported that the gastrointestinal videoscope had a b30 scope communication error. It is unknown when the reported issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue observed in the air/water supply. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the event of communication error b30 was caused by a bad printed circuit board. The most probable cause of the reported malfunction, white residue observed in the air/water supply, was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.